Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 160230. Medical device expiration date: 2021-01-31. Device manufacture date: 2016-02-26. Medical device lot #: 161123. Medical device expiration date: 2021-01-31. Device manufacture date: 2016-11-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ microlance¿ stainless steel needles are leaking between the needle and the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One sample was received, as well as pictures and video showing the leak. The reported condition is confirmed. Although defect is confirmed thanks to video provided, it has not been possible to duplicate neither with returned samples nor retained ones. Review of DHR show no abnormalities during needles manufacturing, and this is the first time both lots are reported for this defect. No preventive actions are proposed in the scope of this complaint.

Event description:
It was reported that bd microlance stainless steel needles are leaking between the needle and the syringe. There was no report of exposure, serious injury or medical intervention.